Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead had an infection with sepsis. A revision was performed and the cardiac re-synchronization therapy defibrillator (crt-d) along with the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. The lv lead was not returned for analysis.